Event description:
The feeding tube was reportedly placed into the left lung causing a left lung pneumothorax which was confirmed by x-ray. The tube was not removed in an effort to treat immediately. No feed was started.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed. No feeding tube sample is available for eval. The cortrak used during the procedure has not been returned and the tracings have been deleted by the customer.